Manufacturer narrative:
To verify the analyzer operation, he performed detect ise wash time, conditioning of ise tubing, and activate electrodes three times. He performed a successful check test on probes, as well a successful pass of ise calibrations and qc. He ran 5 pt samples, three times each, that were previously run at there main lab, to verify correlation and correct result reporting.

Event description:
The user experienced issues with the ise module and received low sodium results for four pt plasma samples. Data was provided for one sample with an initial result of 127 mmol per l and a repeat result from the main lab of 141 mmol per l. The initial erroneous results were not reported. The field service rep found loose tubing in the ise mix tower area and the reference and chloride electrodes as well as probes b and c were in need of replacement. He reseated the misplaced ise tubing and replaced the reference and chloride electrodes, probe b and c, and the ise module tubing. He performed a mix-dry adjustment, etched and activated the electrodes and conditioned the ise tubing. He also found there was a bad mix tower, seals, mix tower socket and ise preamp and replaced them.